Manufacturer narrative:
No further information was provided. Weight and date of birth were requested. No information was given. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with connect power alarms while connected to both battery and wall power. The controller was exchanged which resolved the power cable disconnect alarms. Log file analysis observed and confirmed the power cable disconnects. No other unusual events were seen within the log files.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log file showed overlapping events spanning approximately 3 days ((B)(6) 2022, (B)(6) 2022 per timestamp). Intermittent atypical power cable disconnect alarms that coincided with rsoc invalid faults on the black power cable were active on (B)(6) 2022 from 13:27:07 ¿ 15:10:39. These alarms occurred while connected to battery power. The alarms cleared shortly after activating and did not affect pump operation. The driveline was disconnected on (B)(6) 2022 at 19:10:07 for a system controller exchange. There were no other notable alarms active in the log file. The returned controller was functionally tested and passed all testing without issue. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues or alarms activating. Provided information stated that the reported power cable disconnect alarms were resolved once the controller was exchanged. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.